Manufacturer narrative:
Additional information: section h device eval by manufacturer, imdrf annex b, imdrf annex c and imdrf annex d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had interface problem and multiple patients and orders not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that there was an interface issue in which patients and orders were not crossing over. A technical support specialist confirmed that the problem was related to active directory. The issue was resolved by the customer¿s it team. The case was subsequently closed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had interface problem and multiple patients and orders not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.